Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime / seating test, basic occlusion test and force sensor test. No blank display noted. Pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unable to perform displacement test or occlusion test and reservoir unable to lock into place due to missing reservoir retainer/o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's dad reported via phone call that his son's insulin pump stopped working. Customer's blood glucose value had dropped from 396mg/dl to 360mg/dl. Customer gave himself a correction bolus. Customer stated that he tried different brand new batteries but the pump is not coming on. Insulin pump will not be returned for analysis.